Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that partial stent deployment, stent elongation, and a shaft break occurred. The greater than 70% stenosed target lesion was located in the normal to highly calcified superficial femoral artery (sfa). Following pre-dilation, a 6x150 130 cm eluvia¿ drug-eluting vascular stent system was advanced contralateral over a .035 guide wire and stent deployment was initiated. The deployment mechanism was no longer working after the stent was partially deployed. The physician broke open the handle and eventually was able to deploy the stent. The stent was elongated and partly in the iliac. When the physician was removing the delivery system, a part of the middle sheath detached in the sfa and migrated to below the knee. A balloon and aspiration catheter were used to retrieve the broken piece. All parts were removed from the patient and the procedure was considered completed. There were no further patient complications and the patient condition is fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an eluvia self-expanding stent delivery system (sds). The outer sheath, mid-shaft, inner shaft, proximal liner and the remainder of the device were checked for damage. All of the shafts were detached from the handle. The device was returned with the handle opened. Visual examination showed that the outer sheath and the nosecone were damaged and separated from the handle with multiple kinks in the outer sheath. The mid-shaft showed a kink approximately 75cm from the markerband. The mid-shaft was also pulled from the retainer clip. The inner liner was separated from the clip and the clip was not returned. The inner liner was also fractured approximately 50.5cm from the tip. The proximal inner was also separated from the device. The retainer clip was completely separated from the pull rack. The pull rack was broken and damaged. The stent was not returned. The thumbwheel was not returned. The clip was not returned. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was further reported that the 035 guide wire used was a non-bsc stiff wire. To release the stent after disassembling the handle, the physician pushed and pulled the device with the result that the stent moved slowly out of the delivery system.